Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of over 500 mg/dl. Reportedly the customer was using off label insulin. Customer received assistance from their spouse. A correction bolus and supplies changed to address bg. Customer reported nausea, headache, and thirst. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.